Event description:
It was reported that on (B)(6) 2013, the patient was hit by a car that ran a red light. The patient was taken to the emergency room where they ¿made¿ them have an MRI. The patient asked the healthcare professional (hcp) to call the manufacturer to make sure it was okay to have the MRI (no record of call was reported). The patient stated that ¿it hurt when they put me in the MRI machine¿ and noted that ¿it tried to rip the machine out of my back, so I had to have another device implanted¿. It was noted that the patient currently had the ¿device in a box and that the leads are cut in half¿. The patient stated that the hospital ¿says they didn¿t stick me in the MRI machine but they did¿ but noted that they were not sure if they even had the MRI. It was also reported that the radiologist ¿couldn¿t read it because the device messed up the results in the MRI because of the interference but they are saying they didn¿t do it then they said they did then they didn¿t¿. Additional information was requested, but was not available at the time of the report.

Manufacturer narrative:
Product ID 3037, product type programmer, patient. Product ID 3093-33, lot# va02pfl, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID: 3037, serial# unknown, product type: programmer. Patient product ID: 3093-33, lot# va02pfl, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received noted that the cause of the event was automobile accident. It was noted that the device was malfunctioning upon test in surgery. No measurements available. Explant and replacement of the implantable neurostimulator (ins) and lead was noted on 2013-(B)(6). Signs and symptoms included increased bladder symptoms and incontinence. Hospitalization was not required. Patient recovered without sequelae.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3093-33, lot# va02pfl, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3093-33 , serial/lot # (B)(4), ubd: 2016-08-31, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient re-stating previously reported information. The patient also added that their device ¿came loose from the device¿. The patient reported that their system was explanted and replaced after an x-ray found the ¿wire split in two¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was an impending mesh exposure at the right external soleus. There were no further symptoms or complications reported or anticipated.